Event description:
Reporter indicated that vns pt was explanted due to infection at the pulse generator/pocket area. The pt reportedly irritated/scratched at the incision site. The infection was treated with antibiotics and explant of both the pulse generator and the bipolar lead (leaving electrodes). The infection has resolved. Reimplant is not scheduled at this time.